Event description:
The loaner device was sent to an olympus service center for evaluation. During inspection and testing, service found the forceps cover adhesive was peeling. This report is being submitted for the malfunction found during evaluation (forceps cover adhesive peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found the forceps cover adhesive was peeling and there was a hairline crack on the distal end of the device. A review of the device history record found no deviations that could have caused or contributed to the peeling adhesive. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the adhesive was peeling due to external force since it was confirmed that there were scratches around the area. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following , which may help to detect the issue: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. In addition, there were missing ultrasound echo signals due to damaged piezoelectric elements. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.